Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 600 mg/dl at the time of the incident. The customer reported that they had experienced high blood glucose and sensor fell off. The customer declined troubleshooting for high blood glucose. The customer was advised to change the infusion set and was advised to return the infusion set to medtronic if possible. The sensor will be and insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Unable to confirm adhesive anomaly due to sensor was returned opened/used. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.